Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, a screw broke and was partially explanted. "Approximately 25mm of the screw is still in the patient at s1".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: visual review confirms screw breakage approximately ~2-3 threads from bone screw head. Optical examination of the fracture surface is unable to reveal a failure mode because the screw has become so damaged from rubbing against the other screw half. Unable to definitively determine specific root cause of the foregoing event from the available information.